Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I had to have a hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had one female issue until after essure. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device expulsion ("one could coming out of the tube and going into my uterus") and uterine leiomyoma ("fibroids"). The patient was treated with surgery. At the time of the report, the medical device removal, device expulsion and uterine leiomyoma outcome was unknown. The reporter considered device expulsion, medical device removal and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 20205263) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had one female issue until after essure. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("one could coming out of the tube and going into my uterus"), urinary tract infection ("bladder or urinary problems or changes: uti"), psychological trauma ("psych injury") and post procedural complication ("post removal complications") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, uterine leiomyoma, urinary tract infection, psychological trauma and post procedural complication outcome was unknown. The reporter considered device expulsion, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: she had undergone treatment for "genital bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: lot number & reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding'). In an adult female patient who had essure (batch no. 20205263) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had one female issue until after essure. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("one could coming out of the tube and going into my uterus"), urinary tract infection ("bladder or urinary problems or changes: uti"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). And was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, uterine leiomyoma, urinary tract infection, psychological trauma and post procedural complication outcome was unknown. The reporter considered device expulsion, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: she had undergone treatment for "genital bleeding". Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, lot number & reporters were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 20205263) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had one female issue until after essure. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("one could coming out of the tube and going into my uterus"), urinary tract infection ("bladder or urinary problems or changes: uti"), psychological trauma ("psych injury") and post procedural complication ("post removal complications") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, uterine leiomyoma, urinary tract infection, psychological trauma and post procedural complication outcome was unknown. The reporter considered device expulsion, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: she had undergone treatment for "genital bleeding". Lot number: 20205263 manufacturing date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had one female issue until after essure. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("one could coming out of the tube and going into my uterus"), genital haemorrhage ("abnormal bleeding"), urinary tract infection ("bladder or urinary problems or changes: uti"), psychological trauma ("psych injury") and post procedural complication ("post removal complications") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, uterine leiomyoma, genital haemorrhage, urinary tract infection, psychological trauma and post procedural complication outcome was unknown. The reporter considered device expulsion, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: she had undergone treatment for "genital bleeding". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had one female issue until after essure. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("one could coming out of the tube and going into my uterus"), genital haemorrhage ("abnormal bleeding"), urinary tract infection ("bladder or urinary problems or changes: uti"), psychological trauma ("psych injury") and post procedural complication ("post removal complications") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, uterine leiomyoma, genital haemorrhage, urinary tract infection, psychological trauma and post procedural complication outcome was unknown. The reporter considered device expulsion, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: she had undergone treatment for "genital bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: follow up 3 and 4 processed together. Plaintiff information form received. Event¿ pelvic pain (previously reported as medical device removal), urinary tract infection, and genital bleeding¿ was added. Patient demographic was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of medical device removal ("I had to have a hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had one female issue until after essure. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device expulsion ("one could coming out of the tube and going into my uterus") and uterine leiomyoma ("fibroids"). The patient was treated with surgery. At the time of the report, the medical device removal, device expulsion and uterine leiomyoma outcome was unknown. The reporter considered device expulsion, medical device removal and uterine leiomyoma to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.